Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that after replacement of the device, there were high impedances on plot 0 and 10 on the new device but not used for the patient so it was left like that. No action was taken. The outcome was ongoing.